Event description:
Reporter stated customer received the following results on the mobile system: 02.08 22.5 mmol/l - customer was awake and took 15 units of novorapid insulin 02.11 "hi" (>33.3 mmol/l) awake 02.40 customer was found unconscious by his wife who called emts 02.48 17.5 mmol/l unconscious 03.12 2.4 mmol/l unconscious emt value at 3:34 am was 9.1 mmol/l. Customer was unconscious. Emts treated with 1 mg glucagon injection. The patient was described as having been unconscious for more than 30 minutes and he took two hours to recover to be able to talk and eat. Customer has fully recovered from the incident. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.